Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), gastrointestinal disorder ("gi conditions"), fallopian tube cyst ("fallopian cysts") and endometriosis ("endometriosis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal infection, alopecia, nausea, migraine, hormone level abnormal, gastrointestinal disorder, fallopian tube cyst and endometriosis outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event essure migration, pregnancy: birth - no complication, device ineffective, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder problems, urinary problems, vaginal infection, hair loss, nausea, migraines, hormonal changes, gi conditions, fallopian cysts, endometriosis and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .